Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during the night shift, a ¿device failure¿ occurred with a three hour delay of a chemotherapy medication. No patient harm was reported.